Manufacturer narrative:
Complaint sample photos were provided, we did receive actual sample results for this complaint from dsl i.e. Two used 16fr temperature sensor catheter, one has burst balloon, the other has pin hole. The actual complaint lot number could not be identified. Batch history record of the possible complaint lots v20011763, v20011764, v20012582, v20012583, v20012584 and v20016764 have been reviewed, and these products reported to be manufactured, inspected, and packaged in conformance with customer specifications, and have been found to be acceptable within all parameters. Non-conformities, which could be related to the event were reported during the production process includes 100% visual inspection, 100% inflation, and deflation test for each and every catheter, so such obvious functional defect like damage, or puncture balloon most likely would be detected and rejected. Most probably the catheter could be damaged during handling, or excess volume used during use of catheter. So, the complaint is not justified.

Event description:
We recently received a complaint on our temperature sensing foley catheters bursting while in use with patients. Two samples were received and retained, one with a pin-sized hole, and the other with a slit along the length of the balloon (images received).